Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was returned for analysis. Evaluation of the returned device revealed that the telescope assembly was not able to properly pullback or advance. Since the telescope cannot advance the transducer distal housing (tdh) to the most distal position, the distance from the distal end of the transducer housing to the tip of the catheter was not measured. Fluid was leaking from a large open hole at the lap joint seam area when the catheter was flushed. The imaging window is still barely connected to the blue sheath tubing at the lap joint. Impedance testing finds the device is capable of imaging properly. Full image characterization testing cannot be performed based on the damage located at the lap joint. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that lost image occurred. During the percutaneous coronary intervention (pci), an opticross¿ imaging catheter was used to view the lesion. It was reported that the image appeared then disappeared. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, device analysis revealed an open hole at the lap joint seam area of the catheter.